Event description:
Patient had indwelling urinary catheter placed in spor [redacted date] 2230. When sicu nurse went into room, noted catheter sitting on bed with balloon deflated. Patient unable to pull at tubes at this time. Balloon inflated without issue but noted potentially slow ooze from bifurcation of balloon port/catheter/temperature probe. Product: foley temp sensing 16fr. Lot number unknown as not inserted on this unit. Device sequestered and bagged in managers office, foley replaced.